Event description:
Customer reported the system intermittently will not fluoro. No patient injury reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the pixel filter pcb, key, and an ic chip. System operates as intended.